Event description:
It was reported that during a post-op device check for an asymptomatic patient, a non-sustained vt/vf episode was noted. Noise was noted on the stored egm. It was recommended to perform pocket manipulation to reproduce the noise, and a chest x-ray was also recommended. A setscrew issue was suspected, but the physician did not suspect the same and x-ray was not scheduled. It was suspected that the physician decreased the rv sensitivity, but not confirmed. The patient will be monitored.